Event description:
The account alleged that the head section drifts down overnight. No injury reported.

Manufacturer narrative:
The tech told the account to change the head down valve or the cardio pulmonary resuscitation valve. No further info is available on the repair of the bed at this time.